Event description:
A pt was seen at this eye clinic on 4/10/06 complaining of pain and blurred vision in her right eye. The pt wears a contact lens in the right eye but not in the left eye. An ophthalmologist at this clinic, diagnosed the pt with a fusarium fungal infection in the right eye. The pt is getting better but is still receiving treatment as of 5/8/06. On 5/8/06 the pt was contacted by telephone. She has used re-nu with moistureloc for years. In march, 2006 she purchased a new bottle and developed the eye infection about 2 weeks later. She wears 1 soft contact lens only during the day and she cleans it every day with contact lens solution.